Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Lab investigation: analysis of the returned device identified: creases fold, observed 40 mm dark patch edge material inside gel device and weight to the spec. Voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Patient reported surgical treatment due to capsular contracture baker grade unknown later reported as a baker grade ii. Device has been explanted.